Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic for device interrogation and the pairing was restored. There were no patient consequences reported.